Event description:
A cartridge change error was reported with the customer's pump. This issue caused the customer's blood glucose level to reach 500 mg/dl. The customer managed their high blood glucose with a correction injection via multiple daily injections (mdi). They did not require any third-party assistance. Technical support guided the customer through removing the cartridge, inspecting components, cleaning parts, and attempting to load the cartridge. Initially, the customer was unable to successfully load the cartridge. With technical support's assistance, they filled and loaded a new cartridge and were able to complete the loading process and resume normal insulin delivery.